Event description:
Information was received from the healthcare professional (hcp), via a manufacturer representative (rep) regarding patient receiving baclofen ( unknown dosage/concentration) via an implantable pump for unknown indication for use. It was reported that the daughter and the healthcare provider (hcp) thought the patient was having ¿baclofen toxicity¿ symptoms. She had a seizure after a medical refill. The environmental factor was the medical refill. They emptied the reservoir to see if 19.3 cc¿s of medicine were in there. There was 19.3 cc¿s. The patient was transferred to the hospital under the care of a healthcare provider (hcp). He tried an unsuccessful side port aspiration. The patient medical history was asked but unknown. The patient status was alive and no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc; lot#: n216518009; implanted: (B)(6) 2009; product type: catheter. Other relevant device(s) are: lot #: n216518009. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n216518009 implanted: (B)(6) 2009 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative, they were alerted only to the fact the patient was on their schedule for a possible replacement on (B)(6) 2022. The representative (rep) was unaware of the seizure symptoms and was not given an update on the possible cause. A direct cause for the inability to aspirate the catheter access port (cap) was not determined, but they utilized a catheter revision kit to replace the pump segment with a 8578 suture-less pump connector on (B)(6) 2022. As a intervention to resolve the patients seizures the managing team and surgeon felt that the catheter revision that was performed on (B)(6) 2022 had rectified any issues possibly stemming from the pump. As an intervention to resolve the unsuccessful aspirate from the cap the original pump segment was replaced with a new 8578 suture less pump segment connector. When the company representative reached out to the healthcare provider (hcp) they stated that the patient had recovered well since the revision performed on (B)(6) 2022. The unsuccessful aspirate from the cap was resolved with a catheter revision. The rep was not able to say if the patient had baclofen toxicity but the managing and surgical team believed that the catheter revision resolved any issues possibly stemming from the drug delivery.